Manufacturer narrative:
H3 product analysis: as found condition: the concerto device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened concerto outer carton, within an opened concerto inner pouch and within an introducer sheath. The terumo progreat lambda 1.9f micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damage or irregularities were found with the introducer sheath. The concerto pusher was found kinked at ~97.0cm from the proximal end. The pusher was found broken at ~187.8cm from the proximal end with the release wire also broken at the same location. The distal segment (including the implant coil) was not returned for analysis. Testing/analysis: the concerto coil could not be used for resistance testing with an in-house micro catheter due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. The likely cause could not be determined. The customer report of ¿pusher kink/damage¿ was confirmed. In addition, the pusher was found broken. The customer reported the coil came out of the introducer sheath smoothly and did not report finding damage during preparation per IFU; therefore, it is possible the damage occurred due to advancing against the reported resistance. As the terumo progreat lambda 1.9f micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that each of the 10 concerto helix coils became stuck in the distal section of a non-medtronic microcatheter. No catheter damage was observed, however, the coil pushwire distal segment was observed to have kink/damage. It was unknown if there was any friction or difficulty during testing or delivery. Continuous flush was administered during the procedure. The physician did not reposition the coil during the procedure. It was unknown what condition was being treated, what the patient's blood flow or vessel tortuosity were, or if there were any patient symptoms or complications associated with this event. The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices included terumo progreat lambda 1.9fr 110cm microcatheter. Additional information was received that resistance and pushwire kink were observed intra-operatively during the procedure. The procedure was completed according to the standard procedure; however, the patient¿s recovery status is currently unknown. No specific causes or contributing factors for the reported resistance or pushwire kink damage were identified. The coils were reported to have exited the introducer sheath smoothly, and a continuous saline flush was administered and maintained as indicated in the instructions for use. No specific issues that may have resulted in the reported damage were identified. The device involved was a concerto helix coil 2 mm x 8 cm (model nv-2-8-helix, lot 225234646) with a labeled use-by date of 09-oct-2025. The product was reported to be from (B)(4) . The last cycle count for the inventory was unknown; however, inventory cycle counts are reportedly conducted monthly. It was reported that the device was within the expiration date at the time of use and the device was not expired when used in the patient. The event is being reported because the defect was identified later. Communication with the hospital has been reinforced to help prevent similar events from occurring again.